Manufacturer narrative:
D2b - pro code (product code): fge, lit. E1 - initial reporter city: (B)(6). G4 - premarket / 510(k) #: k103751, k110122.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified vessel in the forearm. A 4.0 x 20, 40cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.